Event description:
It was reported that multiple intermittent cartridge alarms occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 125 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.